Manufacturer narrative:
Upon retrospective review, this issue was determined to be an MDR.

Event description:
Merge unity pacs is a medical image and information management system that allows viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. Diagnostic images services reported that montage was displaying an incorrect tomo slice. The first tomo image added to the montage is changed when adding a second slice. (B)(6) radiology also reported when adding multiple tomo images to montage, the images selected are not the ones that insert to the montage. A physician encountered this issue when presenting to other physicians. The montage that was created with tomo images did not have the intended tomo images. Defect was found in unity pacs 11.0 code. Code was not handling montages correctly when closing exams. (B)(4)